Event description:
Healthcare professional reported "broken tubing on port side".

Manufacturer narrative:
Taper ii. Allergan has received the product; however, the device has not been identified nor has the analysis not been completed at this time. Based upon the model number, serial number and implant date provided by the reporter, the connector type is assumed to be a taper ii. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."